Event description:
It was reported that the 3.0 x 19 mm graftmaster stent was unable to cross to treat a dissection with staining of the aortic cusp. The dissection was treated with balloon inflations. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Although the graftmaster stent delivery system (sds) was not returned for analysis and may have aided the investigation, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the reported complaint. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, or accessory device support. Overall, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. Hemorrhage is listed as observed or a potential adverse event associated with the coronary stenting in the graftmaster otw instructions for use (IFU). Due to the inherently emergent and serious use of the graftmaster device, it is possible that the dissection itself and/or the inability to treat the dissection may have contributed to the reported cascading patient effects including hemorrhage. The additional therapy/non-surgical treatment appears to be a secondary effect of the failure to advance as a balloon catheter was required to treat the dissection. However, a conclusive cause cannot be determined for the reported patient effects or their relationship to the device, if any. It was reported the graftmaster stent was used to treat a dissection. It should be noted that the IFU states: the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations. A review of the finished product device lot history record did not reveal any nonconforming material records associated with this lot. Additionally a query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.